Event description:
It was reported to technical services on (B)(6) 2012, this patient had an infection. And during the procedure to remove the devices, the patient died. The physician was dr. (B)(6). No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).